Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 86.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented post-implant procedure prior to discharge. Upon interrogation, it was noted that the left ventricular lead exhibited loss of capture on all vectors. A chest x-ray revealed that the lead had pulled back. The lead was explanted and replaced. The patient was in stable condition.